Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the left/right front bottom corners. Right plunger case chipped/ cracked and all 3 screw bosses on left plunger case is cracked and broken. Check syringe plunger sensor duplicated during self test. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be broken screw boss inside left plunger case. Actions were taken to mitigate the reported issue: replaced the left and right plunger cases. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.